Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. However, pictures were provided. A visual examination of the provided pictures identified, the ceramic head to be within the poly bearing. No other information was observed. Medical records/radiographs were provided and reviewed, by a health care professional. A review of the available records identified, findings of the reported issue. Initial anatomic alignment of the left hip arthroplasty with regional fractures was noted. Subsequent, image demonstrated arthroplasty dislocation. Part and lot identification are necessary for a review of the device history records. And for compatibility checks. And neither were provided. The reported issue was confirmed, via the provided x-rays. However, definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03711. G2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient underwent a hip revision due to a dislocation. It was reported that no further information is available.